Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. Upon interrogation the pulse generator exhibited noise on the atrial channel. The device was reprogrammed. The patient would be monitored.